Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose ranged from 306-343 mg/dl. No insulin was observed dripping from the infusion set site during a system check with tandem technical support; however, a clinical diabetes educator reportedly determined that "the pump was not performing properly." The customer changed the infusion set site to address the issue and ultimately reverted to manual injections for alternate insulin therapy.